Manufacturer narrative:
Information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had non-sustained ventricular tachycardia upon arrival to unit. The patient was started on an amiodarone drip. The patient was also started on continuous renal replacement therapy (crrt) or dialysis for their decreased urinary output and renal dysfunction. On (B)(6) 2022 the patient had episodes of atrial fibrillation requiring intravenous amiodarone.

Event description:
It was reported that on (B)(6) 2022 the patient's creatinine increased to 3.17. It was also noted that the patient had a history of arrhythmia prior to receiving their heartmate 3 left ventricular assist device (lvad) as well as had an implantable cardioverter defibrillator (ICD) prior to their lvad. The patient withdrew from the clinical trial and it was unknown if the arrhythmia resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) (rev. C) is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia and renal dysfunction as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.